Event description:
During a round table discussion at a conference it was reported (via implant card) that following an intraocular lens (iol) implant surgery a patient experienced uveitis, redness, and an increase in intraocular pressure. The patient used a topical steroid. No additional information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Initial reporter. Zip code is not indicated at this time. No additional information is expected. (B)(4).